Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient's wife was present at the time of passing. Ems was called and when they arrived they reportedly found the patient without a pulse. It was reported that the patient's passing was cardiac related. Per clinical review of the available ECG data, the patient was in asystole transitioning to bradycardia at 40 bpm slowing to bradycardia at 20 bpm degrading to asystole with CPR artifact/ motion artifact. The patient's rhythm then transitions to vf with motion artifact/CPR artifact for approximately one hour and 55 minutes. The device detected asystole at 23:56:38 and the corresponding ECG showed that the patient's rhythm was atrial fibrillation at 40 bpm degrading to asystole. The rhythm then degrades to asystole with motion artifact from approximately 23:56:34 until the electrode belt is disconnected at 02:52:23 on (B)(6) 2019. CPR/motion artifact prevented the lifevest from delivering a treatment while the patient was in vf. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.